Manufacturer narrative:
Manufacturer's report date: 04/16/2014. (B)(4). Although requested, the affected product has not been received for evaluation. A follow up report will be submitted with investigation results should the product be received for evaluation.

Event description:
The customer reported the spin connector is loosening between the primary set (model 10015294) and the extension set (model 20028e) and disconnecting causing leaks. There was no patient harm; medical intervention was not required. The customer stated that no further patient and event information is available.